Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-14: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error. The e-2 error occurred when the blood sample was applied to the test strip. At the time of the call the customer was not feeling well and reported symptoms of feeling very tired and weak. Medical attention was not required at the time of the call. Call was escalated due to symptoms; technician attempted to call customer but was unable to reach via telephone.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 08-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 08-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - weakness and feeling tired. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".